Manufacturer narrative:
A steris service technician inspected the v-pro max subject of the reported event and found it to be operating properly. No issues were noted and the cycle tape subject of the event was reviewed and evidenced the cycle completed successfully and all parameters were met. The sterilizer was returned to service and no additional issues have occurred. Retain testing was conducted and no issues were noted with the lot number subject of the reported event. The DHR was reviewed and no issues were noted. The user facility returned unprocessed biological indicators from the lot number subject of the reported event. The indicators were processed and incubated with no issues noted (negative results). The instructions for use states, "observe the scbis at 24 hours (up to 7 days) of incubation. The scbi is positive for growth if it demonstrates turbidity and/or a color change from orange to yellow. Conditions for sterilization were not achieved. Follow departmental procedures for reporting sterilization failures." Steris performed in-service training on the proper use and handling of the scbi.

Event description:
The user facility reported that after a completed cycle in their v-pro max sterilizer a biological indicator was incubated and evidenced positive results. Batteries present in the sterilizer were used in patient procedures. Hospital personnel followed protocol for notifying patients. No adverse affects have been reported.